Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. In addition the patient reports that the pod was leaking at the infusion site during wear. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient reports after the event their doctor made multiple calculation changes to the patients pdm (personal diabetes manager).